Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the hcp would like some urgent advice regarding a patient and their pump. The synchromed ii had a volume discrepancy in the reservoir volume today (2025-09-04) and on the last visit in july. In july, the pump was empty but predicted was 1.9 ml. Today the residual volume predicted was 6.4 ml but the actual volume withdrawn was 8.2 ml. The hcp wanted advice on next steps and asked the rep if they could attend the next fortnight to further interrogate the pump and advise. The hcp also wanted advice on organizing a rotor arm study.